Event description:
Laparoscopic hook cautery stopped working; while changing to laparoscopic hot metz (scissors) small fire (flame about 1/4 inch in size with no smell from plastic outer cable housing) occurred at bovie cord connection (end of cord) that plugs into power supply. Ground pad site intact. There was no injury to pt or staff.